Event description:
The patient underwent a cardiac arrest. Defibrillation electrodes were applied to the patient. During the first shock of 200 joules the electrodes arced at the wire to electrode connection and burned a small hole through the electrode. New electrodes were applied to the patient and additional shocks were administered. Resuscitation was unsuccessful. The patient expired.